Event description:
It was reported that the device had logged a fault code and it would not perform the self-test. It was also indicated that there was no connection to the computer. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u8.